Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to improper build-up or finish dipping. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surestep catheters were leaking. The patient was urinating around the catheter and kinking or obstructing with little to no flow. Per additional information received via email on 28apr2021 the customer stated that the balloon did not stay inflated. They inject 10 ml of saline with insertion and within 48 hours leakage was noted. They draw back and got 7 ml of saline and were reinjected 10 ml of saline and then it seems to work fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surestep catheters were leaking. The patient was urinating around the catheter and they were kinking or obstructing with little to no flow. Per additional information via email on 28apr2021, customer stated that the balloon did not stay inflated. They injected 10 ml of saline while insertion and within 48 hours they have noticed leakage. They draw back and got 7 ml of saline. Again they have re-injected 10 ml of saline and then it seems to work fine.